Manufacturer narrative:
Inspection: n/a, no product was returned for investigation. Log analysis results: n/a, the device logs were not provided for investigation. Test results: n/a, the devices were not returned for investigation. Test method: n/a device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 17 november 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 09 december 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The root cause of the reported of a d10w rate change without intervention was not identified. The report of a d10w rate change without intervention was not confirmed. No product was returned for investigation. The devices were being used for treatment neither the devices nor the device logs were not returned for investigation. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the rate changed unexpectedly on the pump without an intervention. D10w (dextrose 10% in water) was infusing at 50ml/hour, with a volume to be infused (vtbi) of 250ml. The pump was paused in order to draw labs, and when the pump was re-started the rate was noted to be 51 ml/hr. The pump rate was changed back to 50 ml/hour. The customer's question is how this occurred as the rn states they did not manually program a rate of 51 ml/hr. The customer initially requested a keypress log review to assess what keys were pressed on the pump at or around 04:10:44 on (B)(6) 2020, however later it was clarified that the customer was unable to find the pump to download keystroke logs, so unable to investigate this event further. There was no impact or consequence to the patient.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Patient diagnosis: bacteremia.

Event description:
It was reported that the rate changed unexpectedly on the pump without an intervention. D10w (dextrose 10% in water) was infusing at 50ml/hour, with a volume to be infused (vtbi) of 250ml. The pump was paused in order to draw labs, and when the pump was re-started the rate was noted to be 51 ml/hr. The pump rate was changed back to 50 ml/hour. The customer's question is how this occurred as the rn states they did not manually program a rate of 51 ml/hr. The customer initially requested a keypress log review to assess what keys were pressed on the pump at or around 04:10:44 on 11/15/2020, however later it was clarified that the customer was unable to find the pump to download keystroke logs, so unable to investigate this event further. There was no impact or consequence to the patient.